Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips to report that after the defibrillator had been in storage since may 2013 that it displayed an error code 00001. There was no patient involvement.